Event description:
Customer reported blood glucose results of 77 mg/dl, 255 mg/dl, and 135 mg/dl within 10 minutes on the advantage system. Customer reported symptoms for which she self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.